Manufacturer narrative:
Access site bleeding - major: the clinical states that there was a hematoma around the access site. Surgery stopped the bleeding. Due to lack of clinical details provided, the root cause of the access site bleeding - major cannot be determined. Optical signal issue: due to lack of product returned and no data logs provided, the root cause of the optical signal issue cannot be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support was taken to the operation room to remove a hematoma beside the impella site. The bleeding was resolved. It was further reported that the placement signal was not showing on the aic. The placement control and alarms were deactivated. The staff will monitor the motor current. The patient survived the event.

Manufacturer narrative:
H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-22557. D10 concomitant medical products and therapy dates updated. E4 should have been left blank on the initial report. G1 reporting contact email updated.